Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to rewind the insulin pump. Customer stated the drive support cap was appears normal. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.